Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a female patient who had essure inserted for sterilization. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: several complaints developed after the essure sterilization method. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints the patient is being impeded in her normal daily functioning and is suffering from injury. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: several complaints developed after the essure sterilization method. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints the patient is being impeded in her normal daily functioning and is suffering from injury. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: several complaints developed after the essure sterilization method. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints the patient is being impeded in her normal daily functioning and is suffering from injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: new reporter (lawyer) added and the patient´s initials updated. No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 915889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("changes in menstrual cycle"), hypersensitivity ("allergic reactions "), bladder disorder ("bladder problems "), mental disorder ("psychological problems "), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog "), amnesia ("memory loss"), alopecia ("hair loss"), tooth disorder ("dental problems ") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal problems "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, bladder disorder, mental disorder, dyspareunia, feeling abnormal, amnesia, alopecia, tooth disorder, hormone level abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, bladder disorder, dyspareunia, feeling abnormal, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain and tooth disorder to be related to essure. The reporter commented: several complaints developed after the essure sterilization method. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints the patient is being impeded in her normal daily functioning and is suffering from injury. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-jan-2022: information from duplicate deleted case (B)(4) was transferred to this remaining case. The following information was added: new reporter lawyer added; essure lot number 915889 was inserted on (B)(6) 2012 (previously reported as (B)(6) 2012); new events pain, changes in menstrual cycle, allergic reactions, bladder problems, psychological problems, dyspareunia, brain fog and memory loss, hair loss, dental problems, hormonal problems and nickel allergy. Previously reported event medical device removal was deleted and added as pain treatment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 915889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("changes in menstrual cycle"), hypersensitivity ("allergic reactions "), bladder disorder ("bladder problems "), mental disorder ("psychological problems "), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog "), amnesia ("memory loss"), alopecia ("hair loss"), tooth disorder ("dental problems ") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal problems "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, bladder disorder, mental disorder, dyspareunia, feeling abnormal, amnesia, alopecia, tooth disorder, hormone level abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, bladder disorder, dyspareunia, feeling abnormal, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain and tooth disorder to be related to essure. The reporter commented: several complaints developed after the essure sterilization method. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints the patient is being impeded in her normal daily functioning and is suffering from injury. Amendment: the report was amended for the following reason: expected date of next report updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 915889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("changes in menstrual cycle"), hypersensitivity ("allergic reactions "), bladder disorder ("bladder problems "), mental disorder ("psychological problems "), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog "), amnesia ("memory loss"), alopecia ("hair loss"), tooth disorder ("dental problems ") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal problems "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, bladder disorder, mental disorder, dyspareunia, feeling abnormal, amnesia, alopecia, tooth disorder, hormone level abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, bladder disorder, dyspareunia, feeling abnormal, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain and tooth disorder to be related to essure. The reporter commented: several complaints developed after the essure sterilization method. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints the patient is being impeded in her normal daily functioning and is suffering from injury. Lot number:915889. Manufacture date: 2011-10. Expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: several complaints developed after the essure sterilization method. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints the patient is being impeded in her normal daily functioning and is suffering from injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.